Event description:
A nurse of a peritoneal dialysis (pd) pt reported the pt found a fluid leak during the pt's treatment. While the pt was in treatment, the cassette leaked during a fill stage. The set was not made available for eval. During follow up the pt's nurse stated the pt's effluent has remained clear and the pt has no infections. The pt's pd nurse reported that the pt was not given any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch record for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.